Manufacturer narrative:
H10: one unused companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by connecting the male luer of a CT medrad tubing sample with the sample one-link and no issues were noted. Clear passage and pressure testing were also performed with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connector were not staying connected with the non-baxter tubing set. This issue was identified during unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.